Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) stating that the patient had slowly progressive spatial para parasisia. Patient and spouse are concerned that the cause of the system not working /being in the wrong place it was due to the lead placement . However the hcp noted that it was not clear if the system was not working as the essential tremor had improved, and it was not likely the lead placement was causing a bilateral progressive spasticity.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot#: va1fgwd, implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 20-oct-2019, UDI#: (B)(4). No information for date of event. Refer to manufacturer report #3004209178-2019-00754 for details pertaining to the related reportable event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient has both sides. It's not working as they are in the wrong place. The question is: when will the directional probes be available to replace the ones I have now? No further complications were reported or anticipated with this event.